Manufacturer narrative:
(B) (4).

Event description:
Literature: brouwer r, duthie g. Sacral nerve neuromodulation is effective treatment for fecal incontinence in the presence of a sphincter defect, pudendal neuropathy, or previous sphincter repair. Dis colon rectum. Mar;53(3):273-278. Summary: the purpose of the study was to assess the effectiveness of sacral nerve neurostimulation in the setting of sphincter defects, previous sphincter repair, or pudendal neuropathy. A total of 55 patients underwent insertion of a sacral nerve neurostimulator for fecal incontinence. There was a significant improvement in the median (B) (6) continence score for all of the patients, from a median of 15 (13-18) before insertion of the neurostimulator, to a median of between 4 and 7 during the follow-up period of up to 48 months. Event: in one patient the neurostimulator seemed to set off the airbag in her car, but this resolved when the electrode was moved to the other side. See literature article with MFR report #3007566237201003306.